Event description:
It was reported that a revision surgery was performed due to implant breakage.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. The returned biolox forte (alumina) femoral head and r3 biolox forte (alumina) liner were examined visually. The purpose of this investigation was to analyze the as-received components. No destructive testing was carried out. The articulating surface of the alumina femoral head had visible signs of metal transfer. The acetabular liner was fractured into several fragments which consisted of the apex region and the ring portion of the liner. The ring portion of the liner had visible signs of damage to the taper region of the ring and metal transfer. The signs of damage and metal transfer were likely due to extraction, contact with other components during removal, and/or contact with other components following fracture of the liner. There were no manufacturing or material issues noted with this evaluation. The shattered liner has been identified as being associated with a previous recall launched in 2011. No additional actions are being taken at this time.